Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. Based on this data, a general reagent issue can be excluded.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. The customer's insulin results were reproduced at the investigation site. A heterophilic interference was excluded. Investigations are ongoing. The follow up/corrective actions he sample was requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by a cobas 6000 e 601 module. The event involved 1 patient with elecsys insulin. The provided patient's age was (B)(6). The patient's gender was female.